Event description:
Caller reported a cgm error 42. Customer's blood glucose level was not adversely impacted. Customer received complete pump reset information from technical support and successfully reset the pump, after which no cgm error code was displayed again. Customer was able to begin their sensor session successfully.